Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons not responding. The customer¿s blood glucose level was 202 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with an unresponsive keypad. Unable to perform the displacement test and self test due to unresponsive keypad. Unresponsive keypad isolated to the keypad/pump case.